Event description:
It was reported that the catheter leaked after fourteen days of use. The catheter was removed without any complications.

Manufacturer narrative:
The sample has been returned. The customer returned only a portion of the catheter. The portion returned was tested and did not leak. A comprehensive evaluation could not be performed without the remaining portion of the catheter.